Event description:
It was reported via literature that a thrombosis and cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 20 mm watchman flx laa closure device was implanted. The patient was placed on rivaroxaban 15 mg and aspirin 81 mg post procedure. The patient underwent yttrium-90 radiotherapy treatment two months prior to presentation for the treatment of metastatic cholangiocarcinoma to the liver on an unknown date post procedure. The patient generally experienced nausea post treatment. One day prior to presentation for the treatment of metastatic cholangiocarcinoma to the liver, the patient reported transient left arm weakness, numbness, and tingling lasting approximately 30 minutes in duration. The patient saw medical care at a different facility. The patient underwent computed tomography (CT) of the head and cervical spine, which were unremarkable, and the patient was discharged home. The patient experienced the same symptoms on the day of admission and was hypotensive, prompting an emergency room visit. Echocardiography (EKG) showed atrial fibrillation with a rapid ventricular response (rvr) and non-specific st and t wave abnormalities. Chest x-ray revealed right heart prominence without any acute cardiopulmonary pathology. Magnetic resonance imaging (MRI) of the brain with and without contrast showed scattered, small, right-sided frontal and parietal cortically based acute to subacute infarcts without associated hemorrhage or edema and a subacute infarct to the right corpus callosum. The patient was started on aspirin 81 mg, clopidogrel 75 mg, and rosuvastatin 20 mg. A transthoracic echocardiogram (tte) was done, which showed mildly reduced rejection fraction (ef), moderately dilated left atrium (la), and mild mitral regurgitation (mr). A transesophageal echocardiography (tee) was performed, which showed a mildly dilated la with a moderate-sized la thrombus measuring 1.0x1.1 cm attached to the closure device. The patient was treated with therapeutic dose enoxaparin and aspirin 81 mg and eventually transitioned to apixaban 5 mg twice daily for the treatment of intracardiac thrombi due to prior intolerance of both rivaroxaban and warfarin. The patient underwent physical and occupational rehabilitation while inpatient. The patient was discharged to a subacute rehabilitation facility following the improvement of symptoms for strengthening, range of motion, gait, and endurance training.

Manufacturer narrative:
Date of event - estimated as (B)(6) 2022 since the review of the article started 27 may 2022. Implant date - estimated as (B)(6) 2022 since the date of implant is unknown. Literature citation: patel p, ganta n, filice g, richard I, acquah f, alnabwani d, patel hb. Embolic cerebrovascular accident secondary to device-related thrombus post watchman device implantation. Cureus. 2022 jul 15;14(7):e26892. Doi: 10.7759/cureus.26892. Pmid: 35978763; pmcid: pmc9376013.